Event description:
It was reported that "the charging port is tricky to charge on sometimes." Additionally, it was reported that the pump" sometimes get errors when I put in a new cartridge and have to redo it." Reportedly, the pump touchscreen " sometimes does lag in response". Customer declined follow up from tandem technical support. There was no reported adverse impact. No additional information was provided.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.